Event description:
Per the clinic, the patient experienced necrosis of the skin flap tissue, resulting in extrusion of the internal magnet. Subsequently, the patient underwent a procedure on (B)(6), 2014 to remove the magnet. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.